Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The advanced evaluation began (B)(6) 2021. It was reported that the patient was out of it after the procedure. Their wires were hanging down and wondered if that was ok. Their stimulation was too high and shocked them but it is comfortable now. They stated that the stimulation was at 1.5 and then when they turned it on it was at 3.0. Additional information was received from the patient. They reported that their wires were loose, and they went back to the doctor, and they taped them back in place. The nurse practitioner "did not think the bandage." They were having high urgency for their bladder, more than for her bowels. Three days later, the patient reported they thought they were constipated because of their hard stools. They had urinary incontinence, which they had never had before this procedure. The patient also stated they had a stomach ache. They were in contact with their doctor.